Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, >2500 ohms impedance was seen. After opening the pocket, the lead tested normal and the pocket was closed. The lead later exhibited >2500 ohms impedance and undersensing and was therefore replaced.